Manufacturer narrative:
The used device is not available for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that the extension set was leaking from the clave at the end. Tightening was attempted without success and the set needed to be replaced. Two occurrences happened on that day which resulted in spillage of an unspecified chemotherapy drug. There was no report of human harm as a result of this complaint/event. This emdr reflects the second of two occurrences.

Manufacturer narrative:
No mc33213 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.